Event description:
Additional information reported indicated that the issue resolved without sequelae on (B)(6) 2011.

Event description:
It was reported that during a clinical study that the patient developed an infection and skin reaction at the lead introducer site, in their lower back and sacrum area. The patient's dressings were changed daily to treat the blistering and raised erythema. If additional information becomes available, a follow-up report will be sent. Reference MFR. Rep# 6000153-2012-00039 for related event.

Manufacturer narrative:
Concomitant medical products: neurostimulator model 3625 serial# unk implanted: na explanted: na; lead model 3889-28 lot# v581950 implanted: (B)(6) 2011 explanted: na.